Event description:
While patient in interventional radiology for re-wiring of broviac (cuffed), during positioning it was noted the balloon cuff was unattached to the newly rewired catheter. Procedure completed with new catheter and cook representative called by staff to report. No harm to patient.